Manufacturer narrative:
Date of event: exact date unknown, event occurred in since a month from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing zapping and erratic sensations at the ipg and lead sites that are felt in certain positions and even with the device is off. The patient also had difficulty and frequent charging and was experiencing heating of the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.